Event description:
Additional information was received that the increased shock impedance measurements continued. The patient was brought into the clinic for further review, and it was found that the patient was having complications with the prescribed medication. The physician believed this to be the causes of the out of range shock impedance measurements. The physician was electing to continue to monitor the device system until the patients complications subsided. An in office test was performed and all measurements were within acceptable limits. All configurations were checked, and the device was left in the triad configuration. The patient was to have a follow up appointment the following month. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that this device system detected increased shock impedance measurements greater than 125 ohms. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.